Event description:
"Patient blacked out after giving themselves 24 units of insulin after getting the reading of 138 on their one touch basic. When pt fell the first time it was outside on the driveway behind their truck and pt blacked out, causing pt to slit their lip and get 4 stitches. The second time pt fell on the grass and got back up again., but fell forward on their knees, which caused damage to their right knee. Pt then snapped out of it a little, drove to the restaurant and had breakfast. After eating pt got a reading of 188 mg/dl. Pt drove to the doctor's office and they tested pt at 256 mg/dl within 25 minutes. Check strip range 87(73-98)". Unable to contact patient via phone. Sending a letter to obtain more information.